Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 478 mg/dl. The customer reverted to her older insulin pump, which she used to treat herself. The customer complained of excessive thirst. She took another blood glucose reading, and it had lowered to 400 mg/dl. She reported that she had issues with the device alarming no delivery in the past and now it happened again. When she had woken up the blood glucose reading was 176 mg/dl, but then she ate and that was when she found it had risen to 478 mg/dl. The customer stated that this had been happening for the last 3 days. Upon troubleshooting, it was found that insulin did exit the tubing during the manual prime process. No leak nor air bubbles were observed, and the device passed the high pressure test. Advised the customer that the insulin pump was working as designed. She noted that the infusion set cannula was bent. Advised device replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.